Event description:
The advocate called for help with the customer's contour meter. While troubleshooting, it was discovered the meter display was missing segments. The customer and advocate had not been aware of the missing segments, but no adverse events were alleged. The meter is to be returned for evaluation. A replacement meter was sent to the customer.